Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer exchanged the reagent probe arms and the printed circuit board. No further issues were reported after the service visit. The root cause was due to a user error (inadequate reagent handling) and hardware issues.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The qc was within range. The customer replaced the reagent, performed qc and patient testing and the results were as expected. The alarm trace showed multiple abnormal aspitation (sample pipetter) alarms. It also indicated insufficient onboard wash solution. The field service engineer adjusted the cuvette fill levels, and performed test runs with successful results. He confirmed that the instrument was perfroming within specifications. The investigation is ongoing.

Event description:
We receievd an allegation about discrepant results for 5 patients' samples tested with tina-quant c-reactive protein IV assay on a cobas c 503 analytical unit. Discrepant results for 1 patient sample were provided. Initial result: 387 mg/l (accompanied by a data flag). 1st repeat result: 414 mg/l. 2nd repeat result: 127 mg/l (tested with a new reagent pack). Reportedly, the sample was repeated on a different c 503 and the 3rd repeat result matched the 2nd repeat result. The 2nd repeat result was believed to be correct. No questionable results were reported outside the laboratory.